Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced numbness in their lower extremities during the procedure. The procedure was aborted and the patient recovered without sequelae.